Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope exhibited blurry image. The issue occurred during preparation for an unspecific procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated: d9, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. An historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the reported blurry image and stiff insertion tube issues could not be determined. No insertion tube damage could be identified that may result in a stiff insertion tube, however, it is believed that there may have been a disruption/shift in the arrangement of the internal components at the insertion point. Additionally, the blurry image issue could not be determined, as no malfunction/issue could be reproduced, however, the issue may have occurred due to a temporary abnormality in internal equipment, such as the charged coupled device unit. The event stiff insertion tube issue can be detected/prevented by following the instructions for use (IFU) which states: operation manual_ preparation and inspection_inspection of the endoscope holding the insertion tube gently with a hand, carefully run your fingertips over the entire length of the insertion tube in both directions. Confirm that no objects or metallic wire protrude from the insertion tube. Also confirm that the insertion tube is not abnormally rigid. The blurry image issue can be detected/prevented by following the instructions for use (IFU) which states: chapter 3 preparation and inspection before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 5.3, ¿returning the endoscope for repair¿ on page 99. Warning¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 trouble shooting if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. Warning¿ never use the endoscope on a patient if an abnormality is suspected. Damage or irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿. Olympus will continue to monitor field performance for this device.